Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The custom contact reported the intubated pt received more medication than intended. At an unspecified time, line a of the device was programmed in the dose calculation mode to deliver fentanyl 4000mcg/200ml, with a pt, at a rate of 13 ml/hr and the delivery was started. No further programming parameters were provided. At 0730, a new 200ml container of fentanyl was obtained and the delivery was restarted. At 0800, the nurse reprogrammed line a to delver at a rate of 12ml/hr with a dose of 1.98 mcg/kg/hr and the delivery was restarted. At 1040, the device alarmed for air in line. At that time, the nurse noted that the bag of fentanyl was empty. The pt was reportedly "lethargic"and the systolic blood pressure had fallen from high 90s mmhg to 88 mmhg. No medical interventions were required. The device was removed from clinical service. There were no reported adverse pt sequelae. Though requested, no additional information was provided.